Event description:
Complaint coordinator reports one incident of a blood leak with the psn 170 dialyzer. It was reported that at the start of treatment, the machine's blood leak alarm sounded. Treatment was stopped and resumed on a different machine with the same disposables. As treatement was resumed the machine's blood leak alarm sounded. Treatment was stopped and resumed with new disposables and completed without further incident. No patient injury of medical intervention was reported per complaint coordinator.